Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system had a syncopal episode. At the time, the patient was in the hospital (in poor health prior to event with severe heart failure) and telemetry strips showed no r-wave activity. Device evaluation was performed and noise with oversensing was noted on the rv lead, but attempts to reproduce the noise with isometrics were initially unsuccessful. Upon review it appeared the noise was likely diaphragmatic in nature and was able to be reproduced when the patient bent over. Reprogramming was done in an attempt to avoid further pauses. Surgical intervention was performed and the rv lead was extracted with the use of a laser. During the procedure the patient developed flash pulmonary edema which required pacing through the pacing system analyzer (psa). Subsequently the patient had several ventricular tachycardia (vt) episodes and was treated though the new device with anti-tachycardia pacing (atp). The atp accelerated the rhythm to ventricular fibrillation (vf); a shock from the device did not convert the patient, and external defibrillation was successful. Further vt was noted with successfully treated by the device. It was reported the physician thought the failed shock was due to the patient's poor oxygen saturation level, which was in the 70s at that time. A revision procedure was completed no further adverse patient effects were reported. Due to the patient's poor health, no defibrillation threshold (dft) testing was performed during the procedure. One week later dfts were performed, however failed and a second lead revision was scheduled. Before the revision could occur, information was reported that this patient expired (B)(6) days after the initial syncopal event due to cardiogenic shock with no reported allegations against the defibrillation system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the stored electrograms show appropriate therapy caused by a ventricular arrhythmia.